Manufacturer narrative:
Model number/catalog number: 72400024, serial number: n/a, batch/lot number: 111627001, model/catalog description: balloon fgs 61-70 cm, unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404127, serial number: n/a, batch/lot number: 116459001, model/catalog description: control pump fgs iz, unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. Mechanical issue, atrophy and urinary incontinence are acknowledged within the instructions for use (IFU) and are not related to off-label use or failure to follow instructions. The reported patient symptoms of atrophy and urinary incontinence are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurrent incontinence and presented with inability to fully coapt the urethra. A revision surgery was performed, during which the physician confirmed urethral tissue atrophy beneath the cuff. The device was explanted and replaced. A cystoscopy was performed at the end of the procedure, which confirmed the new device was functioning properly. There were no further patient complications.